Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the right fossa implant did not seat properly. After several attempts to seat the implant, the surgeon proceeded to place a bone cement spacer.

Manufacturer narrative:
Additional information: d4, h6. The reported event could be confirmed based on the post-op CT scans provided. The surgeon was unable to implant the bilateral tmj devices because insufficient bone was removed during the osteotomy, leaving residual bone in the right fossa that prevented proper seating of the component. Investigation confirmed that the guides were used, but the failure to remove the marked bone caused the misfit. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.